Manufacturer narrative:
Additional information: h10 : field should contain the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: e1: field should reflect customer country as "india".

Event description:
It was reported that during an implant procedure, the patient was reported to have passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The reported event indicated that case got abandoned as patient got sick during the procedure. As received, a complete lead was returned in one-piece. Visual examination, x-ray examination testing did not find any anomalies with the exception of procedural damage.